Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the anchor broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-2324bcc-1 bio-comp swvlk c, cld 4.75x19.1mm serial/batch (B)(6), was received for investigation. Visual inspection revealed that the screw still on the device's shaft was broken and missing a piece. The fragments generated during the break were not received for evaluation. No damage was noted on the eyelet, sutures, or molded handles. Functional testing of the inner and outer driver found that it is not resistant to unscrewing and screwing. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.